Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken steel wire. The procedure was completed using a backup fenestrated bipolar forceps with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to cable breakage. Additional observations not reported by the site: the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was found to have a frayed pitch cable at the distal end. Visual inspection of the conductor wire found no thermal or other physical damage to the conductor wire or conductor wire insulation. Image review: review of the provided image is consistent with the broken steel wire. Root cause of the failure mode cannot be confirmed without the returned device. Image has been escalated to fae for further investigation.